Event description:
It was reported that the cause of the elevated pump power was not identified. The patient was given ffp and vitamin k due to a major bleed and a hemoglobin (hgb) drop. The patient had a colonoscopy that revealed a 6mm polyp in the transverse colon with an overlying clot, leading the team to believe that it was the site of the acute bleeding. The patient recovered well from their treatment but returned for suspected pneumonia. The patient was then treated for pneumonia. There was no current concern for gastrointestinal (gi) bleeding. The account communicated that the patient¿s hgb is being monitored with regular labs.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. Additionally, an analysis of the log file provided by the account confirmed elevated pump power; however, a specific cause for this finding could not be conclusively determined through this evaluation. The submitted log file contained data from 14sep2021 through 15sep2021. The file captured several unsustained elevations in power. It was noted that all of the power elevations occurred during pulsatility index (pi) events. The pump appeared to be functioning as intended, staying above the low speed limit for the duration of the file. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 of this IFU lists bleeding and infection as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Also noted is that any increase in power not related to increased flow causes erroneously high flow readings. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Care instructions regarding infection are also provided in the ¿patient care and management¿ section of this IFU. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains care instructions for preventing infection which are outlined in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient reported high powers. The log file confirmed power and flow elevation associated with persistent pulsatility index (pi) events on (b2021. The patient did receive fresh frozen plasma (ffp) and vitamin k.